Manufacturer narrative:
Device evaluated by MFR: synergy us mr 3.00 x 12 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found that the proximal stent was damaged on strut rows one and two, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found damage at the port bond. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-feb-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified right coronary artery. A 3.00 x 12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.